Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed which resulted in an inappropriate shock for the patient. The noise was able to be reproduced with isometric exercises. A lead revision procedure was performed. A lead fracture was suspected due to the physicians inability to pass the stylet completely through the lead. The lead was cut and capped. No adverse patient effects were reported.